Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure implant removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: sometime after the removal of the essure device, plaintiff reported chronic pelvic pain and bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("history of essure procedure, with removal of devices due to "migration" in 2014."), pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included dental caries, constipation, endometriosis, amenorrhea and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (partial hysterectomy right salpingoophorectomy.) And surgery (hysterorrhaphy with bilateral cornual wedge resection of the uterus with essure removal.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, vaginal discharge, fatigue and allergy to metals outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered allergy to metals, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: sometime after the removal of the essure device, plaintiff reported chronic pelvic pain and bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were describe in patient¿s medical records: device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: removal surgery details hysterectomy (partial) were updated. Events infection (bladder/ urinary tract/vaginal), nickel allergy, dysmenorrhea (cramping),pain, vaginal discharge, fatigue. She did not undergo essure confirmation test ,device migration were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('history of essure procedure, with removal of devices due to "migration" in 2014.'), pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included dental caries, constipation, endometriosis, amenorrhea and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterorrhaphy with bilateral cornual wedge resection of the uterus with essure removal. And partial hysterectomy right salpingoophorectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, vaginal discharge, fatigue and allergy to metals outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered allergy to metals, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: sometime after the removal of the essure device, plaintiff reported chronic pelvic pain and bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were describe in patient¿s medical records: device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure implant removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: sometime after the removal of the essure device, plaintiff reported chronic pelvic pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.